Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had multiple no delivery alarms on the insulin pump. The customer's blood glucose level was 500 mg/dl. Customer states that the issue was resolved by a complete set change. Also mentioned there was an occlusion and had crystallization in the tubing. Troubleshooting was performed, and the set will be replaced. No further information was provided.